Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. There were multiple occasions where the ilet was unable to deliver insulin due to occlusion alerts that were not promptly acknowledged, or an incomplete cartridge change process. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set. In addition, the user failed to maintain the device to allow for continuous insulin delivery by not promptly addressing insulin occlusion alerts and by failing to complete the cartridge change process, both resulting in suspension of insulin delivery.

Event description:
On 6/28/24 an ilet user reported they were currently in the hospital due to experiencing a high blood glucose (bg) event. The event began on 6/26/24. The user reported on 6/26/24 their bg rose to 300 mg/dl after dinner, prompting them to disconnect from the ilet and manually inject 10 units of insulin. Despite this, their bg levels continued to rise above 400 mg/dl. The user attempted to stand up to go to bed but was wobbly and did not feel comfortable. The user's significant other, drove them to the ER, where their bg was 440 mg/dl. The patient was admitted and treated with IV insulin drips and injections of both long-acting and fast-acting insulin. During a call, the customer care agent discovered a bent cannula in the patient's infusion set. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user was discharged on (B)(6) 2024 and resumed using the ilet without issues. The user has switched to the convatec contact detach (23", 6mm) steel cannula infusion set.